Manufacturer narrative:
This report originally filed as 2523835-2022-00125. A product sample has been received by the manufacturer and it is awaiting for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon noticed an ophthalmic tip was broken during use. There was no patient harm.